Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet generated an alert 32 indicating a delivery motor communication error, and after a guided restart the alert reoccurred, after which the patient was instructed to shut down the device and transition to backup therapy while a replacement was arranged. Symptoms included no reported change in blood glucose. Outcomes included temporary interruption of device therapy with a switch to an alternate insulin delivery system. Investigation included review of device history available on the ilet and collection of user-reported details, followed by device replacement and return of the original unit for assessment. Investigation of this device revealed a suspected communication fault between the motor processor and the delivery motor consistent with a delivery subsystem malfunction. It was concluded that the cause was a device malfunction of the motor communication pathway.